Manufacturer narrative:
Inspected transmitter for damage then reseated transmitter, but still would not identify transmitter. Updated (B)(6) information file via floppy, but still would not read transmitter. Opened service request on clarify (B)(6) and assigned to fse for resolution. In this case the service rep replaced the internal transmitter cable/receptacle and performed a functional check. The system operates as intended.

Event description:
The customer reporting that in visualization igs does not identify transmitter attached to system. No patient injury.